Event description:
It was reported that the customer had a high blood glucose level of 240 mg/dl. Customer stated that he has changed out his infusion set 3 times since yesterday and is still running high. Customer was not cooperative during the entire phone call. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer stated that he used 3 vials of insulin in a 24 hour period but stated that there are no leaks anywhere since he has checked. Customer stated that he has tried to contact his health care professional, but he has been placed on hold for about an hour and a half. Customer also stated that he was in the hospital. Customer was irate and only wanted to get assistance with troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).